Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cap was secured to needle and when attempting to administer, the medication sprayed out of the needle. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product samples were received for investigation. Two (2) customer images were returned showing the product info and an unopened package with the device present. The reported complaint regarding the sample could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) review found no discrepancies or anomalies relevant to the complaint.